Event description:
It was reported that the device froze on the wire. The patient presented with coronary artery disease (cad). A 2.75 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). During delivery of the balloon through the guidewire and into the vessel, the balloon failed to track properly over the guidewire and became stuck to it upon advancement. The procedure was successfully completed with another agent device. No patient complications were reported, and the patient fully recovered.